Event description:
Perclose closure device failed during a left leg angiogram. The 2nd perclose device attempted - same lot number - and it also failed. Manual compression was required to the right femoral artery.